Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to contamination inside of the monitor. Additionally, component u604 on the c/a board was shorted. The contamination caused the shorted component. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor reported that a patient's monitor was unable to power on.